Event description:
Additional information received from the hcp indicated the surges have been slightly less since reducing the voltage. There was a spontaneous surge, which the hcp witnessed where the patient's mouth pulled to one side. An impedance check was done as soon as the hcp could, but was no different and no problems found. There was going to be a further reduction of 0.2 volts to see if that would work and after that might try bringing in a third contact and reducing the voltage again.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that they met with the patient who had been sensing power surges. The surges started with the patient's rechargeable implantable neurostimulator (ins) and have become more frequent to a rate of several surgeries an hour. The surges affected the patient's tongue, pulled the face up towards the right, pulled their arms upwards, and affected their speech. Impedances were measured and there were no problems. The patient felt that other electrical devices triggered the surges. For example, the patient was not able to sit next to a photocopier or be by a checkout conveyor belt or mobile phones. The surges were not triggered by position or palpating the ins. The ins was programmed to c+, 1-, 2- at 2.3v, 450 usec, and 130 hz on channel one and c+, 5-, 6- at 2.1v, 450 usec, and 130 hz on channel two. Turning down stimulation by 0.2 v bilaterally for the time being had helped a little. The manufacturing representative and hcp planned to meet with the patient on (B)(6) 2016 for reprogramming. No falls or injuries were reported. The issue was not resolved at the time of this report. No surgical inte rvention occurred and it was unknown if any intervention was planned. The patient was alive with no injury at the time of this report.